Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 518 mg/dl. Customer blood glucose at the time of incidence was 460 mg/dl and current blood glucose value was 374 mg/dl. Customer other blood glucose values were 85mg/dl, 229 mg/dl, 316mg/dl, 101mg/dl, 110 mg/dl, 505 mg/dl, 386mg/dl, 412mg/dl, 221mg/dl, 130mg/dl, 80mg/dl, 270mg/dl, 373 mg/dl and 374mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with manual injection. The device will not be returned for analysis.